Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system controller pcb assembly, the user interface pcb assembly and the therapy pcb assembly to repair the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed pcbs, however no further root cause was determined.

Event description:
The customer contacted physio-control to report that their device was unable to display the patient's ECG. The customer advised that after delivering a shock successfully for synchronized cardioversion, the portion of the display for the ECG turned green and the patient's ECG was not visible on the display. The customer also advised that the printer did not print the ECG either, the printout was a blank band. The user was able to power the device off and back on, thereafter the device was functioning normally. Another shock was not needed as the patient's rhythm converted successfully. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to display the patient's ECG. The customer advised that after delivering a shock successfully for synchronized cardioversion, the portion of the display for the ECG turned green and the patient's ECG was not visible on the display. The customer also advised that the printer did not print the ECG either, the printout was a blank band. The user was able to power the device off and back on, thereafter the device was functioning normally. Another shock was not needed as the patient's rhythm converted successfully. The customer advised that there were no adverse effects to the patient as a result of the reported issue.